Event description:
It was reported the insulin pump stopped working. Customer's spouse did not know what happen but stated the device stopped working. Troubleshooting for button error was performed. Customer's blood glucose was unknown. Customer's spouse did not recall any significant event that may have caused the device to alarm. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.